Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an irritation on her back under the therapy electrodes. The irritation was described as red and burning. The patient visited an urgent care clinic and her doctor where she received a steroid cream to use on the irritation. Follow-up indicated that after using the cream, the irritation cleared up.